Event description:
It was reported that the patient underwent an artificial urinary sphincter (aus) revision surgery due to unspecified reasons. During the procedure a new balloon was implanted. No information was provided about the patient's outcome. It was further reported that the patient experienced recurring incontinence since a month prior to the procedure. The patient was said to be recovering following the intervention. No more information available at the moment. Should additional information become available, it will be provided.